Manufacturer narrative:
Occupation: nurse manager. Additional initial reporter: (B)(6), rn in the (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The fiber optic sensor did not respond to unplugging the cord and reinserting it. The getinge representative then had the nurse switch to an alternate arterial pressure (ap) source. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4,g1,g3, g6, g7, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields - h3. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned non-maquet sheath was over the catheter. Two kinks were observed on the catheter tubing approximately 76.2cm and 40.1cm from iab tip. The optical fiber was found to be broken within a kink approximately 20cm from the iab tip. The extender tubing and three-way stopcock were also returned for evaluation. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint# (B)(4).

Event description:
It was reported that within 15 minutes of initiating intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The fiber optic sensor did not respond to unplugging the cord and reinserting it. The getinge representative then had the nurse switch to an alternate arterial pressure (ap) source. The iab was in use from (B)(6) 2024 until (B)(6) 2024. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): b4, b5, g3, g6, h2, h11.